Event description:
Appears that the glue holding the front and back halves of the port reservoir failed and this led to a leak. He presents for a port check and port removal due to swelling at the port site noted during infusion of the port. This is a clinical concern for a leaking port and/or infection. After making a short transverse incision above the port reservoir, the port tubing was freed. Subsequently, the reservoir was freed using a combination of sharp and blunt dissection. The catheter was then removed revealing that the port reservoir had come apart between the back and front sections. The back portion which was attached to the catheter tubing was easily freed. The front portion of the reservoir was freed with additional dissection.